Manufacturer narrative:
A device history record was not performed; no lot number was provided or available. One sample was received for evaluation. The reported issue was confirmed; the tip of the connector was broken. No corrective actions will apply since failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the end of the white plastic tip broke off in the patient's ng tube. There was no harm to the patient.